Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the atrial lead was capturing and sensing the ventricle. On (B)(6) 2022 an x-ray was performed and dislodgement was noted. The physician elected to explant and replace the atrial lead. The patient condition was stable.